Manufacturer narrative:
He reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the device dim segment on the led display is being replaced. Although requested, no additional information was provided.